Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4296 implantable pacing lead - (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to the right ventricular (rv) lead having oversensing from a loose connection. During the revision procedure, the rv lead was found to be partially inserted. The rv lead was re-inserted and the set screw was tightened. The rv lead and device were performing as expected and remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.